Manufacturer narrative:
A review of the device lot history records indicated the probes met all specifications and passed all manufacturing tests. The probe has not been returned to neuwave for analysis. A review of the system data logs confirms the reflected power error reported by the user. If the probe is returned for investigation, a follow-up report will be filed.

Event description:
The physician placed two(2) certus pr15 probes in the patient's liver, spaced ~1cm apart. Both probes were set to 65w and 10 minutes. Approximately 6 minutes after the physician initiated energy delivery, one of the probes stopped delivering energy due to a reflected power error. The other probe completed 10 minutes of ablation without incident. The physician performed tract cautery on both probes when removing them from the patient. No errors were generated. Both probes were disposed of in the sharps container. A post-ablation CT image identified a hyper-attenuating object in the ablation zone. The probes were retrieved from the sharps container and it was observed that one of the probes was missing the probe tip. The probe tip remained in the ablated tissue in the patient's liver.